Event description:
A report of a pt with esophageal fistula, osteomyelitis and paraplegia was rec'd. The pt had undergone cervical spinal fixation with the spinelink anterior cervical system approximately one year ago and was subsequently treated with a second posterior cervical surgery (hardware unknown) approximately nine months ago. At presentation, the spinelink system was successfully removed. Initial reports indicate the system did not appear to be damaged. To date co has been unable to retrieve the spinelink screws and links for examination. Although presently there is no definitive connection between spinelink and the pt's symptoms, an MDR is being filed for informational purposes.